Event description:
Procedure type: lobectomy. According to the reporter: after firing, the black return knob was pulled back, but the jaws would not open. The jaws were opened by using forceps or shaking the device itself. Tissue stuck to the cartridge and removed forcibly. Malformed staples were found on the tissue. Additional suture was done. No bleeding. No unanticipated tissue loss. There was tissue damage. Pt follow-up is on going. Operating room time extended more than 30 mins.

Manufacturer narrative:
(B)(4).